Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that at the back table prior to implantation of a t2 tibial nail, the nail holding screw seized inside the nail holding handle to the actual implant. This was the second attempt with a different screw due to the fact that the first screw didn't feel like it engaged correctly. Procedure was instead completed using a competitor's product. Surgery was delayed less than 20 minutes and no additional anesthesia was necessary.

Manufacturer narrative:
The evaluation revealed the nail holding screw (nhs) and nail handle to be the primary products. An investigation and a review of the manufacturing and inspection documents (DHR) were not possible due to missing products and missing lot codes. The reported event could not be confirmed and the root cause is unknown. Based on the event description the nhs got stuck within the nail handle. This is a known issue, evaluated in previous complaint investigations: the nhs got cold-welded within the nail handle due to material fretting. Fretting is a rare but known reaction in case these materials come in contact which each other. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the nail handle rod and friction occurs due to a suboptimal (slight oblique) axial insertion. The appearance of the damage indicated that the devices got jammed by ¿cold welding¿ due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nhs had led to the found damages. Local surface pressure may arise when the items are assembled under misalignment (use error). A process change was already performed in 2003 to prevent fretting regarding the nhs (surface coating was removed). No further actions were initiated. If the complained products were manufactured prior or post to the change could not be determined due to missing lot code/serial number. Anyway, the change does not prevent a user error due to oblique insertion. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. The full investigation report is attached in the conclusion. Device was not returned.

Event description:
It was reported that at the back table prior to implantation of a t2 tibial nail, the nail holding screw seized inside the nail holding handle to the actual implant. This was the second attempt with a different screw due to the fact that the first screw didn't feel like it engaged correctly. Procedure was instead completed using a competitor's product. Surgery was delayed less than 20 minutes and no additional anesthesia was necessary.